Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flow control valve was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the reported malfunction would not result in insufficient o2. There was no reportable malfunction.